Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced failed audio alerts. It was determined the issue is related to the mobile application. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
Sr-(B)(4).

Event description:
Data has been received for evaluation. The problem was not confirmed. The root cause cannot be determined post investigation.